Event description:
Patient allegedly received an implant in (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt). The patient alleges vena cava perforation and organ perforation. The patient further alleges anxiety, worry, perforation of adjacent structures, fear, limited activities, and depression. On 25may2018, per a report from computed tomography; ¿positive for caval perforation. Superior extent of filter is at the l2 vertebral body. Inferior extent l3-l4 disc space. A total of six prongs have perforated the ivc. Maximum distance prong perforated is 20.17mm. Two prongs extend anteriorly into the posterior wall of a loop of small bowel, probable third portion duodenum. Coronal images show no significant tilt of filter. Sagittal images show 8.76-degree tilt superior/posterior to inferior/anterior. Diameter of ivc directly above filter measures 19.52mm x 10.90mm.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation the following allegations have been investigated: tilt, anxiety/worry/fear/depression, limited activities. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety/worry/fear/depression, and limited activities are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional. Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2011. The patient's ivc filter perforated the ivc and extend to a maximum distance of more than twenty (20) millimeters (mm) with two of the prongs extending into the posterior wall of a loop of the small bowel and probable third portion duodenum. Hospital and medical records have been requested, but not yet provided.